Event description:
Reporter alleged discrepant back to back blood glucose values of 293 mg/dl versus 324 mg/dl performed one minute apart as well as 111 mg/dl versus 180 mg/dl when testing was performed < 5 minutes apart. Both comparative back to back tests were performed on the customer's compact plus system, however, the location of the testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.